Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-06852, 2017865-2021-06854. It was reported that an asymptomatic patient presented with high capture threshold from their right ventricular lead. A minor dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2021. However, the second lead also had high capture threshold measurements, even though it was normal when hooked up to the pacing system analyzer. The original implantable cardioverter defibrillator was then explanted and replaced. However, the replacement also had the same issue, so it was replaced with a competitor device. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.